Manufacturer narrative:
H6 : codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Analysis found, seam separation at entrance of donut end is splitting open. Recharge antenna failure. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they couldn't seem to get the implanted n eurostimulator charged no matter where they put the recharger. Patient stated that the controller would say poor recharge quality and never go to excellent and that the implanted device wouldn't charge fully. Pt noted that they didn't walk too well during the call, so they had to have their husband grab their equipment for them. Agent had the pt reset the controller. Agent had the pt unlock the controller; pt saw no device found. Agent reviewed screen meaning with the pt. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session; pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt said that the equipment was not a very good design. Pt's husband then came on the phone and said that the equipment was the most stupid design. Pt's husband said that if the recharger was even 1/16th of an inch off, then the recharger didn't work very well. Pt's husband said that the equipment was finicky from the start. Pt's husband said that as far as they were concerned. The healthcare provider put the ins in the wrong spot. Pt's husband said that the pt was built heavy and that there was a groove/crease where the ins was located, so it was hard to get the recharger paddle to sit right. Pt's husband said that the pt couldn't lay down and the pt had to be in a lift chair due to needing a hip replacement. Pt then said that poor recharge quality appeared. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.